Event description:
A patient reported blood glucose results of "146 and 170 mg/dl" with a lifescan meter and "92 and 135 mg/dl" on a laboratory device, respectively, performed within 10 minutes of each other. The patient performed six addtional meter-to-lab comparisions, and all tests passed within spaces.